Event description:
It was reported the insulin pump alarmed no delivery. Customer stated the alarm continued after infusion set, reservoir, and site was changed out. Site was removed and the cannula was not bent. Customer's blood glucose was unknown. Customer stated after he changed the site the device stopped alarming. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.